Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The commander delivery system, esheath and guidewire were returned to edwards lifesciences for evaluation. The delivery system was returned unflexed with the full fine adjustment used. Visual inspection revealed approximately 5mm of the distal inflation balloon was attached to the guidewire lumen. The balloon did not appear to be missing any pieces. The balloon burst was longitudinal. The balloon was separated radially, bunched and separated from the delivery system. No abnormalities were found on the returned esheath. Review of the photographs of the delivery system revealed, following crimping of the valve, the valve ¿favored¿ the distal tip. Post valve deployment and device removal from the patient, a radial burst of the inflation balloon was observed, and the distal tip was separated. Review of the 3mensio reported revealed calcification and tortuosity present in the patient¿s vessels. Calcification was also observed in the stj and at the lvot. Procedural imagery showed the sapien 3 valve deployment step. The balloon was shown fully inflating in the native annulus, then bursting. Calcification was observed in the native annulus. Imagery of the delivery system withdrawal through the sheath was also reviewed. The distal end of the delivery system appeared to have separated and the delivery system appeared to be unable to be retrieved into the sheath. No relevant functional testing could be performed due to the condition of the returned device. The complaint was confirmed through visual inspection. Dimensional analysis of the single wall thickness of the inflation balloon near the observed burst was performed. The balloon wall thickness was within specification. Lot history review revealed no similar complaints for balloon ¿ burst and distal nose tip ¿ separated. One similar complaint was found for delivery system ¿ withdrawal difficulty ¿ through sheath. Complaint history review from may 2018 through april 2019 for the edwards ultra delivery system (all models and sizes) revealed other returned complaints for balloon ¿ burst, delivery system ¿ withdrawal difficulty ¿ through sheath and distal tip, nose tip - separated. No manufacturing non-conformances were identified in the returned samples. The ultra delivery system is a recently commercialized device, and control limits therefore have not yet been established. As such, the post market surveillance plan dictates that complaint trends will be reviewed. A review of complaint data for april 2019 revealed that the complaint rate did not exceed the monthly trigger for action for the complaint code balloon ¿ burst and distal nose tip - separated. Review of complaint history for complaint code delivery system ¿ withdrawal difficulty ¿ through sheath met a trigger for review. Complaints initiated from february 2019 to april 2019 were reviewed. The review revealed no manufacturing non-conformances. However, a product risk assessment (pra) for ultra balloon burst/leakage with withdrawal difficulty has been initiated. This trend will continue to be monitored. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. The IFU and training manuals were reviewed. No IFU/training manual deficiencies were found. Regardless, additional actions are being initiated per the initiated CAPA. In this case, the complaints for balloon ¿ burst, delivery system ¿ withdrawal difficulty ¿ through sheath and distal nose tip ¿ separated were confirmed through visual inspection of the returned device. However, no manufacturing non-conformances were identified during the investigation. In addition, based on a review of the DHR and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Although a definite root cause was not able to be determined, patient factors (annular calcification, stj calcification) likely contributed to the balloon burst during valve deployment. The balloon burst may have resulted in an increase in the balloon profile. In addition, access vessel tortuosity may have contributed to a non-coaxial withdrawal of the delivery system, resulting in the delivery system becoming caught on the sheath tip. The excessive device manipulation during retrieval of the device may have resulted in the separation of the distal tip and subsequent vascular surgery to remove the devices. No labeling/IFU inadequacies were identified. A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. A pra and CAPA were previously initiated to address ultra balloon burst and retrieval issues.

Manufacturer narrative:
Corrected information: section h10: narrative text. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The ultra delivery system, axela sheath and guidewire were returned to edwards lifesciences for evaluation. The delivery system was returned unflexed with the full fine adjustment used. Visual inspection revealed approximately 5mm of the distal inflation balloon was attached to the guidewire lumen. The balloon did not appear to be missing any pieces. The balloon burst was longitudinal. The balloon was separated radially, bunched and separated from the delivery system. No abnormalities were found on the returned esheath. Review of the photographs of the delivery system revealed, following crimping of the valve, the valve ¿favored¿ the distal tip. Post valve deployment and device removal from the patient, a radial burst of the inflation balloon was observed, and the distal tip was separated. Review of the 3mensio reported revealed calcification and tortuosity present in the patient¿s vessels. Calcification was also observed in the stj and at the lvot. Procedural imagery showed the sapien 3 valve deployment step. The balloon was shown fully inflating in the native annulus, then bursting. Calcification was observed in the native annulus. Imagery of the delivery system withdrawal through the sheath was also reviewed. The distal end of the delivery system appeared to have separated and the delivery system appeared to be unable to be retrieved into the sheath. No relevant functional testing could be performed due to the condition of the returned device. The complaint was confirmed through visual inspection. Dimensional analysis of the single wall thickness of the inflation balloon near the observed burst was performed. The balloon wall thickness was within specification. Lot history review revealed no similar complaints for balloon ¿ burst and distal nose tip ¿ separated. One similar complaint was found for delivery system ¿ withdrawal difficulty ¿ through sheath. Complaint history review from (B)(6) 2018 through (B)(6) 2019 for the edwards ultra delivery system (all models and sizes) revealed other returned complaints for balloon ¿ burst, delivery system ¿ withdrawal difficulty ¿ through sheath and distal tip, nose tip - separated. No manufacturing nonconformances were identified in the returned samples. The ultra delivery system is a recently commercialized device, and control limits therefore have not yet been established. As such, the post market surveillance plan dictates that complaint trends will be reviewed. A review of complaint data for april 2019 revealed that the complaint rate did not exceed the monthly trigger for action for the complaint code balloon ¿ burst and distal nose tip - separated. Review of complaint history for complaint code delivery system ¿ withdrawal difficulty ¿ through sheath met a trigger for review. Complaints initiated from(B)(6) 2019 to (B)(6) 2019 were reviewed. The review revealed no manufacturing nonconformances. However, a product risk assessment (pra) for ultra balloon burst/leakage with withdrawal difficulty has been initiated. This trend will continue to be monitored. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. The IFU and training manuals were reviewed. No IFU/training manual deficiencies were found. Regardless, additional actions are being initiated per the initiated CAPA. In this case, the complaints for balloon ¿ burst, delivery system ¿ withdrawal difficulty ¿ through sheath and distal nose tip ¿ separated were confirmed through visual inspection of the returned device. However, no manufacturing non-conformances were identified during the investigation. In addition, based on a review of the DHR and complaint history, there was no indication that a manufacturing non-conformance contributed to the reported event. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Although a definite root cause was not able to be determined, patient factors (annular calcification, stj calcification) likely contributed to the balloon burst during valve deployment. The balloon burst may have resulted in an increase in the balloon profile. In addition, access vessel tortuosity may have contributed to a non-coaxial withdrawal of the delivery system, resulting in the delivery system becoming caught on the sheath tip. The excessive device manipulation during retrieval of the device may have resulted in the separation of the distal tip and subsequent vascular surgery to remove the devices. No labeling/IFU inadequacies were identified. A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. A pra and CAPA were previously initiated to address ultra balloon burst and retrieval issues.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during deployment the delivery system balloon ruptured near full inflation. Significant resistance was encountered when retrieving the device into the sheath and the distal end of the balloon (including nose cone) separated from the catheter and were surgically removed. This was a right transfemoral tavr procedure for a 23mm sapien 3 ultra valve in a bicuspid aortic valve. The axela introducer sheath was inserted without issue. Resistance was immediately encountered when the valve and delivery system were entering the sheath. Following an attempt to advance the valve, the physician pulled back the axela sheath slightly and then advance the delivery system and valve. Once through the sheath, there were few issues positioning the valve. During valve deployment, near full inflation, the delivery system balloon ruptured. The valve was stable and in the intended 90:10 aortic/ventricular position. The patient was stable and the decision was made to withdraw the delivery system back into the sheath. Significant resistance was encountered during the attempt to retrieve the delivery system back into the sheath. During the attempt, the delivery system ¿broke¿ away from the wire lumen shaft. The delivery system was removed over the guidewire. Upon removal, a radial tear was noted. The nose cone, wire lumen shaft and excess balloon material was not able to be pulled though the sheath and remained in the patient. The sheath was removed under the supervision of the surgeon. A cutdown was then performed to remove the remaining pieces of the delivery system (nose cone, balloon and ¿inners¿ of the delivery system. The artery was repaired with a graft and the patient was sent to recovery. On postoperative day (pod) 1, the patient was reported to be recovering well. The valve remains implanted in the patient. Per the patient¿s 3mensio report, the native annular diameter measured 21.5mm by CT. It was also reported that the native valve was a bicuspid valve.

Manufacturer narrative:
The recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.